Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
A consumer reported that the decrease button on their patient programmer was not working. All the other buttons were noted to be working fine. The patient was able to switch between groups and attempted to decrease each group and also tired without the antenna. It was noted that the patient programmer had not gotten wet or dropped. There was also an allegation that stimulation was too high. The consumer experienced high stimulation in their back and legs. The change in symptoms was noted to be sudden. As a result of the consumer not being able to decrease settings, they turned stimulation off. The indication for use was failed back surgery syndrome and spinal pain. Should additional information be received, the event will be updated accordingly.